Manufacturer narrative:
The pump remains implanted and therefore is not available for analysis. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation.

Event description:
The facility reports that the patient and his wife were drunk and for unknown reason, disconnected the driveline from the controller. The patient collapsed. Cardiopulmonary "reanimation" was performed by paramedics. Pump off time was approximately 30 minutes. The pump is running without problems after reconnection at the site using replacement peripherals as no peripherals were with the patient.

Manufacturer narrative:
The patient was last reported to be in a special home care in a vegetative state. The heartware vad is used for treatment not diagnosis. The lvad pump was not returned for evaluation and remains implanted in the patient. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was not confirmed as log files only lead up to the day before the event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The driveline disconnection has been attributed by the field due to the patient's inebriation. Applicable risk documentation and experience with events of similar circumstances were considered; events with driveline disconnection by the patient may be due to user error and result in a loss of power to the pump. The most likely root cause is user error as result of the patient's drinking and carelessness. Instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of the driveline. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and device management; additional guidelines instruct the user on how to detect and react to a disconnection of the driveline from the controller. Even though this is a failure mode that could potentially lead to patient harm, clinical results and commercial demonstrate that the clinical benefits of the usage of the hvad system outweigh the analyzed risk. It can be concluded that the known and foreseeable risks in an event associated with a disconnection of the driveline from the controller, wherein the hvad pump stops and successfully restarts, are minimized and acceptable when weighed against the benefits of the intended performance per risk management processes. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.